Event description:
The procedure was coil embolisation of iliac artery that was not calcified and moderately tortuous. The patient was male of unknown age. Dob and weight unknown. During the procedure, the 8th coil ((B)(4), complaint product) unraveled for unknown reasons and the physician decided to remove both the orbit and the microcatheter (renegade/stryker) as a unit. However, when he withdrawn the renegade, he couldn't find the coil in it. When he pulled back the parent catheter (4fr shuttle sheath/cook), he found the coil in it. It seems that the coil was already detached by the time, but it is unknown whether the detachment was attempted by the physician or the coil accidentally detached. The coil, delivery tube and the shuttle sheath were safely removed and replaced for a new one. It is unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the orbit by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coil and the shuttle sheath are going to be returned for evaluation. It is unknown if the delivery tube is also available or not. No additional information is available.

Manufacturer narrative:
The procedure was coil embolization of iliac artery that was not calcified and moderately tortuous. During the procedure, the 8th coil, orbit complex fill 8x24 (637cf0824/15495874), unraveled for unknown reasons. It is not known if it unraveled while within the microcatheter. The decision was made to remove the orbit and the renegade (mc) microcatheter (stryker) as a unit. However, during withdrawal of the mc, the coil couldn't be found. Then while pulling back the parent catheter, 4fr shuttle sheath (cook), the coil was found in it. It seems that the coil was already detached by that time, but it is unknown whether the detachment was attempted or the coil accidentally detached. The coil, delivery tube and the shuttle sheath were safely removed and replaced for a new one. It is unknown if the mc was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. Prior to use, no defects (kink, bends etc) were noted on the orbit by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no resistance when the coil was inserted in the mc or any other time or kinks in the mc that might have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. No additional information is available. A non-sterile embolic coil of orbit complex fill 8x24 was received with part of the coil stuck inside of the returned non-codman catheter. The rest of the embolic coil was received in knot condition with the microcatheter. The orbit delivery system was not received for evaluation. No damages were noted on the non-codman microcatheter. The devices were inspected under microscope confirming the visual findings. The embolic coil was stretched/kinked with residues of blood observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched and detached coil was confirmed with analysis. The damages of the returned coil appear to have been caused by application of excessive force; however, the root cause and circumstances pertaining to the findings cannot be determined. Without the return of the delivery system, no conclusion can be made regarding the detachment of the coil; however, application of excessive force is a likely contributor. The IFU outlines that it is critical that a continuous infusion of appropriate flush solution be maintained between the microcatheter and the coil system. Based on the residues of dried blood on the coil and in the microcatheter the procedural factor of not maintaining an adequate continuous flush is an identified contributing procedural factor. Although based on the reported information, a definitive root cause cannot be determined, with review of the analysis and the device history records there is no indication of a relationship to the manufacturing process. Procedural factors appear to have impacted the reported events. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization of iliac artery that was not calcified and moderately tortuous. During the procedure, the 8th coil orbit complex fill 8x24 (637cf0824/15495874) unraveled for unknown reasons and the physician decided to remove the orbit and the renegade (mc) microcatheter (stryker) as a unit. However, during withdrawal of the mc, the coil couldn't be found. Then, while pulling back the parent catheter 4fr shuttle sheath (cook), the coil was found in it. It seems that the coil was already detached by the time but it is unknown whether the detachment was attempted or the coil accidentally detached. The coil, delivery tube and the shuttle sheath were safely removed and replaced for a new one. It is unknown if the mc was replaced or not. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on the orbit by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coil and the shuttle sheath are going to be returned for evaluation. It is unknown if the delivery tube is also available or not. There was no resistance when the coil was inserted in the mc or any other time or kinks in the mc that might have contributed to the event. A balloon or stent remodeling product was not used during the procedure. During repositioning, the coil was not left in the aneurysm, while the mc was repositioned. No additional information is available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile embolic coil of orbit complex fill 8x24 was received stuck inside of the microcatheter (renegade/stryker), the rest of the embolic coil was received in knot condition with the microcatheter. The rest of the orbit complex fill 8x24 was not received for evaluation. No damages were noted on the non- codman microcatheter. The devices were inspected under microscope; part of the embolic coil was received stuck inside of the microcatheter (renegade/stryker) the rest of the embolic coil was received in knot condition with the microcatheter. The embolic coil was found stretched/kinked and residues of dry blood can be observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed. The conditions of the embolic coil and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. The failure reported by the costumer as "coil - premature detachment-in microcatheter" was confirmed since the embolic coil was received separated from the device; however, is undetermined the exactly time when occurred this event. The cause of the failure experienced by the costumer appears was due to the residues of dry blood found on the microcatheter. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.